Event description:
Patient reported a right side capsular contracture baker grade unknown and exchange due to concerns with the product. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown and exchange due to concerns with the product. Clarification to d6a implant date: 2005 (year only received).